Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient died. The index procedure treated the de novo, 75% stenosed 2.5x10. 4mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.5x14mm balloon and the placement of a 2.5x16mm taxus express2 drug study stent. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged 2 days later without anginal symptoms on bayaspirin and plavix. No angina was confirmed at the 1 & 6 month follow up visits. In (B) (6) 2009, a study follow up angiogram confirmed 0% stenosis of the target lesion in the mid lad and the patient again had no anginal symptoms. In (B) (6) 2009, the patient was hospitalized for mitral valve replacement. In (B) (6) 2009, the patient developed a fever and enteric bacterium was detected in the blood serum. Administration of antibiotics was started. In (B) (6) 2009, the patient died due to septic shock. No autopsy was performed. Per the physician, the event was listed as "not related" to the study stent.